Manufacturer narrative:
(B)(4). Product analysis :visual and microscopic inspection identified flank damage, deformation and vertical shearing of the set screw thread, consistent with overloading of the device, consistent with incomplete seating of the rod during final tightening.:there were a total of 25 set screws used in the procedure out of which 5 set screws malfunctioned. Since the exact catalog number and lot number of the malfunctioned set screws were unknown at this point of time ,we are filing one MDR for each lot number (5 lot numbers) catalog no. Lot number 5540230, 0376954w 5540230, 0302869w 5540030, h5199600 5540230 , 0382179w 5540230, 0380537w.

Event description:
Diagnosis: kyphosis and scoliosis it was reported that on an unknown date, intra-op, the surgeon was struggling to break off the set screw in a uniaxial reduction solera screw.